Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited unacceptable thresholds. On (B)(6) 2018 the lead was successfully repositioned and thresholds were acceptable. The patient was doing fine during and post surgery.